Manufacturer narrative:
Concomitant medical products: product ID: 3031a , serial# (B)(4), implanted:(B)(6) 2004, product type: programmer, patient. Product ID: 3093-28, lot# j0357418v, implanted:(B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted:(B)(6) 2004, product type: extension. (B)(4).

Event description:
Additional information received from the patient via the company representative reported that the patient had her implantable neurostimulator (ins) replaced six months ago, 2014. The information is unclear.

Event description:
It was reported that the patient never had therapeutic effect. The implantable neurostimulator (ins) was not helping their symptoms since the first ins was put in 2004. The patient was being zapped or fried when they sat in a folding chair that was against the wall in the hospital in 2012. The patient¿s health care provider (hcp) told them they couldn¿t have an MRI, but a manufacturer representative told them an MRI was ok to do with their ins. The patient was not going for an MRI, but just wanted to confirm the guidelines.

Event description:
Additional information received reported that the patient experienced a loss or change of therapy. The patient was having a lot of issues with their implant. The patient was concerned that the new implant was 1 inch by 1 inch or close and the old implant was 6 inch round by 6 inch round and they put the new implant into the old box. It was clarified that when the device was replaced, the new device was put in the same pocket. The patient went to see their health care provider (hcp) 5 days ago and was told that at 0.02 amp, 2 leads did not work with their stimulator. The device was checked and 2 electrodes were not working. When the patient adjusted stimulation it was causing pain and shocking and it was progressively getting worse. It was not working and the patient saw their toe moving. The patient had been trying to adjust stimulation, but it was not doing what it normally would do since may 2015.

Manufacturer narrative:
(B)(4).